Event description:
It was reported that the patient presented in the clinic with pocket erosion at the device implant site. The physician elected to explant the pacemaker on (B)(6) 2025. The patient was in stable condition.